Manufacturer narrative:
(B)(4). This was a report of a check heater line alarm and a use error of submerging the drain line in the toilet. The sample was not returned for evaluation; therefore, the reported issue could not be confirmed. A batch review could not be performed as the lot number was unknown. It is unknown if the use error contributed to the reported alarm. The root cause of the check heater line alarm was not determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a check heater line alarm that appeared on the homechoice (hc) display during day fill. The technical service representative (tsr) asked the home patient (hp) if he was draining in the bathroom in the toilet. The hp stated yes. The tsr instructed the hp to move the drain line out of the toilet water. The tsr did some troubleshooting and instructed the hp to discard the supplies and start over again with new supplies. The tsr assisted the hp with ending therapy. The hc device was operational. No patient injury or medical intervention was indicated at the time of the initial report. During a follow-up , the hp stated they were able to resume therapy with the new set of disposables. The hp did not notice anything unusual about the cassette but they mentioned that a bag port seemed closed. The hp stated that it was a green (B)(4) bag. The hp discarded the bag and the hp did not provide the lot number. The hp was continuing therapy without any complications and their therapy has been going well for them. There was no injury or medical intervention reported. The sample was not available for evaluation.